Event description:
The customer reported to olympus that during a colonoscopy procedure, while performing litigation of a pedicled polyp, using this single use ligating device, the release of the guide wire was not possible. The device was cut to remove it and consequently more tissue had to be resected in addition to the polyp. A prophylactic treatment was done to avoid risk of late bleeding and two metal clips were applied, completely closing the resection bed. The device was inspected prior to use and no malfunction was observed. In addition, it was reported that there was no problem in opening and closing the polyloop. The procedure was prolonged for about fifty minutes, resulting in increased dosage of propofol and administration of buscopan. The patient remained to be asymptomatic after the procedure and was discharged without further problems.

Manufacturer narrative:
The device has not been returned for evaluation as it has been discarded after the procedure. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event was likely caused by the following mechanism: 1) the loop was detached from the hook while the coil sheath was being retracted into the tube sheath, or the loop was hung on to the tissue and it was positionally fixed at the distal end of the tube. As a result, the loop was unable to release. 2) the tube sheath was pulled toward the proximate side while the hook was extended from the distal end of the coil sheath. 3) since the tube sheath was pulled toward the proximate side, causing the tube to pull the loop. This caused the loop to retract into the coil sheath. As a result, the loop was caught in between the hook and inner surface of the coil, and the loop stopped moving. The event can be detected/prevented by following the IFU which state: ¿do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, refer to section 12, 'emergency treatment' and as shown 'equipment to be used in an emergency' on page 3 in this manual.¿ ¿do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to remove. In this case, refer to section 12, 'emergency treatment' and as shown 'equipment to be used in an emergency' on page 3 in this manual.¿ ¿do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to remove. In this case, refer to section 12, 'emergency treatment' and as shown 'equipment to be used in an emergency' on page 3 in this manual.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is submitted to correct section h6 (health effect - impact code).